Event description:
It was reported that an orthodontic bone anchor screw became loose after several weeks of use. The original procedure took place on (B)(6) 2014 when two (2) screws were placed in the mandible. Only one (1) of those screws has come loose. The complainant screw was removed. The surgeon wants to replace it with another screw so that the teeth continue to progress further along with the use of the mandible. It was also reported that right the bone anchor screw became loose because it was not screwed in properly. On (B)(6) 2015 the screw was explanted and a competitor's 9mm screw was placed, on (B)(6) 2015 the surgeon took the competitors screw out and tried to place a screw anchor 10mm self drilling screw but it not fit properly and than implanted a 12 mm intramedullar fixation screw which worked . There were no reports of any surgical delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.